Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was determined that the reported issue was due to the therapy pcb assembly. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The removed therapy pcb assembly was further evaluated and it was observed that transistor, designator q8, was electrically shorted, which caused the reported issue. (B)(4).

Event description:
The customer contacted physio-control to report that their device failed when attempting to complete a user test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed multiple potentially critical event codes logged in the device's memory. The event codes logged have the potential of affecting defibrillation shock delivery.

Manufacturer narrative:
Physio-control received additional information from the customer. The customer advised physio that they had performed double sequential defibrillation shocks during a patient event with this device and another device. Through additional investigation, physio-control has concluded that the transistor q8, located on the therapy pcb assembly, had likely become electrically shorted due to damage caused by the use of a second defibrillator to deliver double sequential defibrillator shocks prior to the reported event. Physio strongly discourages the use of the device for dual sequential defibrillation. The customer has been advised of this. The customer was sent a letter strongly advising against the use of the device for dual sequential defibrillation.